Event description:
It was reported that the ilet user transitioned to a new infusion set and repeatedly attempted to place the inset manually rather than using the deployer, which bent the cannula and resulted in high glucose; the user also took a subcutaneous insulin pen injection off pump and later recorded a fingerstick of 410 mg/dl. Symptoms included hyperglycemia with dry mouth and increased urinary frequency. Outcomes included serious injury requiring unexpected medical intervention in the form of subcutaneous insulin pen. Troubleshooting and education were completed, including counseling on correct infusion set deployment and walking the user through a full supply change to ensure proper connection. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device malfunction, a usage problem was identified, and the affected device component was the cannula bent due to improper infusion set deployment. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions with an unintended use error that contributed to the event.